Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus vascular stent graft that are cleared in the us. The pro code and 510 k number for the fluency plus vascular stent graft are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
(B)(6) 2026, a patient underwent a stent placement procedure using a fluency plus vascular stent. It was reported during deployment a malfunction was detected. Reportedly, halfway through deployment, it was observed that the stent body could not fully expand as intended. The device was subsequently retrieved from the body. Upon external inspection, it was noted that the stent had deployed only halfway and could not be further expanded. The procedure was completed using another device. There was no reported patient injury.